Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown intrathecal drug via an implantable pump for non-malignant pain. It was reported that a patient experienced issues with a pump handset, specifically that the handset was running very slow and there was a 90% lag issue on the handset. The patient confirmed these performance concerns. The agent reviewed information with the patient and guided them through clearing data on the handset. The agent also explained how to turn off tutorials on the handset, after which the tutorials were no longer appearing. The patient was able to connect to the pump without issue and there was an expected lockout. The patient was advised to monitor the issue and call back if further assistance was needed. No patient complications have been reported as a result of this event.